Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of unfulfillment of water supply by using the air/water channel cleaning adaptor cannot be specified, but it is likely that this is caused by the user¿s misunderstanding. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device information/initial reporter name and address: additional information was requested from the reporter. Device product code: unknown, gcm code chosen as a field requirement. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. After inspection, the doctor took the scope to the cleaning staff. The scope was immediately cleaned. It was unlikely that the scope would be left unattended. However, this method did not apply if there was no cleaning staff due to an emergency at night. There were no problems with the reprocessing method (including procedures) other than not using the air / water channel cleaning adapter. The contact person at the facility will be contacted during future regular visits. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, for bedside washing, water was not sent using the air / water channel cleaning adapter until now. The scope was placed in the washer within about five (5) minutes after the examination. The intended procedure was completed with the same device. No patient injury reported. The issue was discovered after receiving an inquiry regarding endoscope cleaning methods.